Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two shocks while in the shower. Review of the implantable cardioverter defibrillator (ICD) memory indicated that electromagnetic interference was occurring at the time of the shocks. The ICD remains in use. No further patient complications have been reported as a result of this event.